Event description:
It was reported that the patient experienced muscle stimulation and high right ventricular (rv) lead thresholds. An x-ray revealed the lead had dislodged and there was perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.